Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received motor error alarm and no delivery alarm. The customer's blood glucose was 426 mg/dl at the time of incident. The customer's mother performed fixed prime and the insulin did not exit and the insulin pump alarmed no delivery. The customer's mother stated that there was greater than normal resistance during plunger push. The customer's mother stated that they were able to make the insulin exit the tubing during manual prime after reconnecting the tubing to connector. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.